Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp for the reported fitting snapped off prior to use, the fse observed the unit and replaced the broken connector. He verified proper operation, unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name in (B)(6).

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had the helium connector that broke off from the back. There was no patient involvement, and no adverse event reported.